Manufacturer narrative:
Reservoir- catalog #72404156, serial# (B)(4), expiration date 07/22/2013. Manufacture date: 08/17/2011. Device analysis: the ams700 device was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of wear and fatigue at the corner of a fold. The cylinders and pump were not functionally tested.

Event description:
It was reported the patient contacted the patient liaison and reported trouble with had inflatable penile prosthesis (ipp). He reported that he is getting no fluid transfer into the cylinders. When he presses in the deflation button, pump does refill, however, when he pumps nothing happening. This patient plans on making an appointment with his physician when he comes back to his state this spring. No patient complications were reported in relation to this event. This complaint was initially submitted to FDA via asr report q1 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.